Manufacturer narrative:
A getinge company representative followed up with the customer to inquire on the status of the iabp. The customer advised that they have replaced the batteries and the iabp has been cleared for clinical use.

Event description:
It was reported that the batteries of the cs300 intra-aortic balloon pump (iabp) failed the required battery runtime tests after 30 minutes. This event was discovered during service checks of the iabp following field safety corrective actions (fsca) performed by a getinge field service engineer (fse). There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The getinge fse performed the gasket retrofit (fsca) and installed the complete gasket kit per instruction; performed solenoid driver board (fsca) and replaced the solenoid driver board per instruction; and performed the software update (fsca). The iabp unit passed all calibration, functional and safety tests except the battery run time. The unit was returned to customer and not cleared for clinical use until batteries are replaced. The fse left the operating instruction disk, iabp software update insert, and battery maintenance setup guide with the customer.

Event description:
It was reported that the batteries of the cs300 intra-aortic balloon pump (iabp) failed the required battery runtime tests after 30 minutes. This event was discovered during service checks of the iabp following field safety corrective actions (fsca) performed by a getinge field service engineer (fse). There was no patient involvement, thus no adverse event was reported.